Event description:
The micro oscillating saw was sent for evaluation because a black substance was coming out of it during a procedure. No adverse event was reported; an alternate device was used to complete the procedure.

Manufacturer narrative:
Failure analysis is no going; additional information will be submitted once the results of the quality investigation is completed.